Manufacturer narrative:
E1 reporting institution phone#: (B)(6). E1 reporter phone#: (B)(6). A philips field service engineer (fse) was dispatched for onsite service. The fse confirmed the speaker malfunction alarm. There was no sound. The fse replaced the speaker to address the issue.

Event description:
Philips received a complaint on the intellivue multi-measurement module x3 indicating that there was a speaker malfunction. The device was not in use on a patient at the time of the event. No adverse event was reported.